Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, noise was noted on rv lead. The noise could not reproduce with isometrics or pocket manipulation. Patient was stable and will continue to be monitored.